Manufacturer narrative:
This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation. There was evidence of clinical use and so signs of blood. The glass window of the illumination port was cloudy white instead of transparent. An image quality inspection was performed with an endoscopic video imaging system. A clear image was unable to be obtained. Based on the results of the evaluation, the reported complaint was confirmed. The glass window was gently cleaned with water but the obstruction to the port remained. It was determined that the obstruction is on the inside of the scope. The reported complaint is confirmed. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope lens was dark with poor quality image. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope lens was dark with poor quality image. The hospital did not report any patient effects.